Event description:
This bp cuff (B)(4). The plastic connector easily comes off of the sleeve and is discolored (lot# 2012-04-20-09). It has happened on several occasions with this particular size, I am not sure if they are all the same lot. The plastic ¿o¿ ring that the locking type connecter has/is disconnected to the actual cuff.